Event description:
Nkv 550 ventilator had a frozen screen on intubated patient. Breaths were still being delivered but screen not responsive to touch. Then, vent started alarming and screen went completely black. Machine no longer giving breaths. Patient taken off the ventilator and manually ventilated. Rt went to plug in and set up a new ventilator, then noticed the one she pulled rebooting. States she felt like it was a few minutes (but logs showed half a minute). Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). We continue to work closely with nihon kohden for these concerning issues. This was the most upgraded software and monitor configuration in the fleet.